Manufacturer narrative:
Investigation: one photo was received and evaluated. The photo depicted seven sealed packaged 3ml syringes. 5 of the syringes appeared to have no scale markings printed on the barrels. 1 syringe was observed to only have a portion of the ¿ml¿ visible. 1 syringe was observed to have most of the markings printed with faded and missing print between 1ml and the bd logo. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale markings are missing with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 20 separate occasions before use. The following information was provided by the initial reporter: material no: 309657 batch no: 9036680 it was reported that syringes are missing the "dosing markings".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings are missing with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 20 separate occasions before use. The following information was provided by the initial reporter: material no: 309657, batch no: 9036680. It was reported that syringes are missing the "dosing markings".